Manufacturer narrative:
(B)(4). The reported event of pain at the lead site cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05512. It was reported the patient's scs system was explanted due to pain at the peripheral (off-label) lead sites.